Event description:
Boston scientific received information that prior to the implant procedure it was not possible to establish telemetry or interrogate this device. Another device was interrogated successfully with the same programmer. A final attempt was made to interrogated the device not implanted with another programmer and once again interrogation was not successful. This device was not implanted and will be returned. No patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (cap oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Manufacturer narrative:
Upon analysis, this investigaiton will be updated.